Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a burning sensation. The patient was also experiencing a shocking or jolting sensation. The location of the patient¿s symptoms was at the implantable neurostimulator (ins) location. Palpating the device did not cause stimulation changes. Impedances were in the 750-913 range. There were no shorts noted. The patient was going to turn their stimulation off to see if the pain in the pocket stopped then. The patient was currently keeping their stimulation on all the time. The patient had caught the ins on items a couple of times because it stuck out. The patient hadn¿t fallen on it. It was noted that the patient¿s weight had been up and down. The patient was able to move their ins around in the pocket and had always been able to do so. The patient had a pinching feeling in the pocket. These symptoms had been happening for 6-7 months and had been getting worse. The skin at the pocket felt warm to the touch. The pain and burning were happening intermittently; weekly and not only when recharging. The pain had happened when walking and sitting but mostly when sitting. The patient hadn¿t noticed the symptoms being worse when recharging and the burning sensation was not happening at the time of the report. The pocket was tender to touch, more so on the bottom edge. It was further reported that a manufacturer representative relayed instructions to the patient such as keeping a log of symptoms, when they were happening, and any specific activities or positions that cause them. The patient¿s doctor was going to order an x-ray. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the cause of the event was the patient was sensitive. Patient outcome was there was no injury.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID 3 7754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60,serial# (B)(4) implanted: (B)(6) 2012, product type: lead. (B)(4).